Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ll vlv adpt(stand alone) was blocked. The following information was provided by the initial reporter: after the indwelling needle puncture was successfully connected to the needle-free sealed infusion connector when used for patients with enhanced CT examination, the connector appeared close sate, it could not be pushed after connecting the disposable indwelling needle. Replaced the connector. The sample couldn¿t return. Customer response letter wasn¿t needed.

Event description:
It was reported that ll vlv adpt(stand alone) was blocked. The following information was provided by the initial reporter: after the indwelling needle puncture was successfully connected to the needle-free sealed infusion connector when used for patients with enhanced CT examination, the connector appeared close sate, it could not be pushed after connecting the disposable indwelling needle. Replaced the connector. The sample couldn¿t return. Customer response letter wasn¿t needed.

Manufacturer narrative:
A 2000e china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 19065676. Further information regarding the connecting product to the female luer of the smartsite was not available in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19065676 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. The connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that there are a small number of similar reports; however, these complaints have not been attributable to a smartsite product defect. H3 other text : see section h.10.